Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain. The cause of the event was unknown. It was not reported if the patient was hospitalized for the event. On an unknown date, the patient was treated with vancomycin injection (1gm, intraperitoneal, every 4th day, ongoing) and ceftazidime injection (1gm, intraperitoneal, once a day, ongoing) for the event. At the time of this report, the patient was recovering from the event. Pd therapy was ongoing. No additional information is available.